Event description:
Reported in an article on a website in another country as a patient presenting with abdominal pains and breathing difficulties the day after surgery, but the doctor found nothing wrong. Two days later the pain continued with tests finding no problems. An open procedure was done to check for slippage and a few days after this procedure a stomach perforation was noted requiring a third surgery. The band was removed.

Manufacturer narrative:
The reporter of the complaint was asked to provide additional information on the device as it is not specified who the manufacturer is. The information has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Inamed's approach to compliance is to resolve all doubts in favor of reporting. Band slippage, stomach perforation and pain are surgical/physiological complications, and analysis of the device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and stomach perforation as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Caution: do not push the tip of any instrument against the stomach wall or use excessive eletrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death.